Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that the urethane coating of the distal 39mm in length had been separated. The core wire had been exposed and deformed in a loop shape. The length of the actual sample was measured and compared with that of a current product sample. It was confirmed that the distal 2mm in length was missing from the actual sample. Actual sample: approximately 2998mm in total length; current product sample: approximately 3000mm in total length. Visual inspection of the urethane coating near the fracture end with ccd and sem obtained the revealed: some creases were observed near the distal end; some abrasions were observed in the area proximal to the creases; the shape of the fracture end showed it had been pulled and torn-off; some cracks and elongation of urethane were observed near the distal end; it is likely that the actual sample may have come into contact with a hard object and then subjected to pulling force. Visual inspection of the urethane coating surface found some abrasions on approximately 90mm from the distal end. The shape of the distal end of the core wire was found to be different from that of the current product sample; it is likely that the actual sample may have come into contact with a hard object, subjected to pulling force, and the core wire became fractured due to metal fatigue. The fracture distal piece of the core wire was presumed to have been in the separated urethane coating. The outer diameter of the shaft was measured on the intact section and confirmed to meet manufacturer specifications. Reproductive testing was performed with a factory retained guide wire based on the likeness that the actual sample became trapped in a hard object (e.g. Calcified lesion). While the user attempted to withdraw the actual sample by applying torque force to release the trapped state, a concurrently used metal needle came into contact with the actual sample. The reproductive test result showed that the urethane coating was separated with resultant exposure of the core wire. The core wire was deformed in a loop shape. The fracture end of the urethane coating showed that it had been pulled and torn-off. The damage mode of the test sample was found to be similar to that observed on the actual sample. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that while the actual sample, in the state of its urethane coating having come into contact with a hard object (e.g., metal needle) was withdrawn, it was subjected to torque force, so that the urethane coating became separated with resultant exposure of the core wire, and the core wire became deformed in a loop shape; it was likely that the core wire was subjected to some external force and became fractured due to metal fatigue. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the product code/ lot # combination was conducted with no findings. (B)(4). Please see MDR 2243441-2020-00018 for the importer report.

Event description:
The user facility reported that during the case, the distal tip of the radifocus glidewire advantage broke off in a side branch of the left peroneal artery. The physician said he viewed this, the same as a coil embo in the leg and did not believe negative outcomes would result from this. The patient's condition was stable and the procedure was successful. There was no patient injury, medical/surgical intervention required.